Event description:
Subsequent to the previously filed medwatch report, it was found that the patient was hospitalized for altered mental status, sepsis, pneumonia, cerebrovascular accident (cva), debility, and dementia. While the patient was in the hospital, the patient went into cardiac arrest and attempts to resuscitate the patient were unsuccessful. The physician indicates that the likely first cause of death is an acute myocardial infarction, followed by a new cva, end stage renal disease (esrd), and lastly, sepsis. An autopsy was not performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient body and the stent delivery system was discarded. A follow-up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Event description:
It was reported that approximately seven months after the promus stenting procedure, the patient expired. The cause of death is unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of myocardial infarction and cardiac death are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.